Event description:
The customer reported that vasoseal was used following a diagnostic catheterization on 9/9. The first plug was deployed successfully. After deployment the sheath kinked resulting in a sheath separation. The sheath was removed from the tissue tract and manual pressure was held to achieve hemostasis.